Manufacturer narrative:
Philips service replaced the hard drive and reinstalled the software, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a defective hard drive in flexvision pc caused boot failure on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.